Event description:
A report was received from the field indicating hydrogen peroxide (h202) contact involving a healthcare worker after the sterrad cycle cancelled. The h202 contact was on the employee's hands. She felt a burning sensation on both hands for at least two hours. There was also discoloring of the skin (white) at the contact site. The end user reported that: "when the load cancelled she removed a tray which she put in the dryer and then she felt the burning. She went to the sink and washed her hands for about ten minutes." The asp representative conducting the follow-up reviewed the safety info; when a load cancels it is important to wear gloves before handling any of the items in the load. During this follow-up, the healthcare worker reported she was fine, however, the white discoloration remains on both hands. At the time of this incident, the sterrad sterilization cycle had not completed; a cancellation had occurred. The load consisted of proto tray (wrapped) and a smith & nephew dyonics camera (wrapper); both placed on a sterrad tray. No other related info was provided.

Manufacturer narrative:
Capital equipment evaluated at customer's site: the field service engineer found the unit cancelling for area below curve. Found delivery valve intermittent. Replaced delivery valve. Tested unit, unit operating within MFR specifications. The sterrad nx user's guide warns: hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber.